Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil that was poking thru'), perforation ('coil that was poking thru') and endometrial ablation ('ablation after essure') in a 56-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (had mine for nearly 9 years). At the time of the report, the embedded device, perforation and endometrial ablation outcome was unknown. The reporter considered embedded device, endometrial ablation and perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: embedded device, perforation and endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil that was poking thru'), perforation ('coil that was poking thru') and endometrial ablation ('ablation after essure') in a (B)(6) year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (had mine for nearly 9 years). At the time of the report, the embedded device, perforation and endometrial ablation outcome was unknown. The reporter considered embedded device, endometrial ablation and perforation to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: embedded device, perforation and endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.